Manufacturer narrative:
The recipient's hearing reportedly declined due to recurring middle ear infections which led to the device being explanted. The recipient was reportedly seen on (B)(6), 2019, for a wound infection. The recipient was prescribed antibiotics. The recipient's ear canal was blocked with keratin which could not be cleared completely. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly fully healed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was expanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced fluid around the implant site followed by dizziness and pain. The recipient presented with sound quality issues due to an ear infection. The recipient was prescribed co amoxiclav 3 times a day, codeine phosphate if needed, paracetamol, and ibuprofen. Programming adjustments were made, which improved sound quality. The recipient was prescribed another round of antibiotics. The recipient's infection and dizziness resolved. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
There was reportedly no infection noted during surgery.

Manufacturer narrative:
Correction: sections d.1 & d.4 advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced fluid around the implant site followed by dizziness and pain. The recipient presented with sound quality issues due to an ear infection. The recipient was prescribed co amoxiclav 3 times a day, codeine phosphate if needed, paracetamol, and ibuprofen. Programming adjustments were made, which improved sound quality. The recipient was prescribed another round of antibiotics. The recipient's infection and dizziness resolved.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient remains implanted. This is the final report.